Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading at time of the call was 385mg/dl. Troubleshooting was performed. The customer stated that she felt dizzy. The customer mentioned that the insulin pump was exposed to water, and the next day her blood glucose began to run high. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.